Manufacturer narrative:
Boston scientific received information that this local representative contacted boston scientific's technical services in june 2017. The local representative reported that this patient will be presented back to the electrophysiology laboratory for defibrillation threshold testing. The patient was presented to the electrophysiology laboratory for defibrillation threshold testing. The physician was satisfied with the position of the device and electrode via chest x-ray. Approximately 54 seconds into the event and after a failed external shock (36 seconds), delivery of a 75 joules shock did terminate the induced arrhythmia. However, the device did not start to charge until 43-44 seconds due to noise. Technical services recommended a chest x-ray (pa and lateral) to assess the system's location. The shock impedance following therapy delivery was 142 ohms. Boston scientific received information that this patient was presented back to the electrophysiology laboratory. The device failed defibrillation threshold testing following device and electrode repositioning. The device and electrode were explanted and replaced with a single chamber implantable cardioverter defibrillator.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services. This patient was presented to the electrophysiology laboratory for a scheduled s-ICD implant. The patient's body type was significant for being "barrel-chested". During defibrillation threshold testing, this device was unsuccessful at terminating the induced arrhythmia with 65 joules. Despite reprogramming to reverse polarity, the induced arrhythmia was not terminated. The rescued shock impedances were 105 and 101 ohms. An ap x-ray showed that the device was against the fascia. The physician had utilized a two-incision technique. The physician thinks that the device position is a little low and may drop even lower when the patient is upright. The patient's medical history is significant for a low ejection fraction of 20%. The physician does not want to revise the pocket or retest at this time due to patient condition. The local representative mentioned that detection of the induced arrhythmia is adequate; however, the arrhythmia could not be terminated with 65 joules. Defibrillation threshold testing at 80 joules was not attempted. The patient will be scheduled for defibrillation threshold testing at a later date. Boston scientific received information from the field clinical representative that from the physician's perspective, the failed dft test was the result of patient condition. No additional dft testing was completed and no intervention (reprogramming or invasive) was planned or undertaken.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the header and lead barrel identified no irregularities. The device's seal plug was intact. An emblem s-ICD electrode was able to be fully inserted into the header port without difficulties. The set screw operated normally in both directions and was confirmed to hold the connector end in place when tightened. The device was able to be interrogated and a memory download was performed successfully. A review of device memory found no system errors. The current battery voltage was 9.14 volts. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. No electrogram noise was observed. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this device was received at boston scientific's return product department.